Event description:
The dealer states that when you push on the joystick to raise the device up it goes up fine, but when you push down on the joystick, it will drop 2 inches at a time. The dealer feels it is a bad worm gear or a bad coupler, or both.